Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 may 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 14th may 2025, the user reported that the system showed results that differed from glucometer measurements. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance . The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. A review of the raw sensor data showed transient optical instability in all 4 sensing areas, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially related to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 12 august 2025. G3.date received by the manufacturer? 12 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.